Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove the pump case, inspect for damage, remove an o-ring from the pneumatic tap, and clean the area. After following instructions, customer successfully reloaded the original cartridge and resumed insulin therapy.